Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time of procedure with limited information. (B)(4). We will continuously monitor whether similar or same complaint occurs.

Event description:
(B)(6) 2015: dct2010bp was implanted to a patient with duodenal stenosis around second portion of duodenum(near superior duodenal angle). No problem was admitted during and right after implantation. (Primary disease: pancreatic cancer). (B)(6) 2015: when eus-cds was about to be performed, dct2010bp previously implanted was found migrated toward anal. Since migration was admitted, another stent (uncovered type) was implanted to its original target position. (B)(6) 2015: patient vomited and had an emergency hospitalization. (B)(6) 2015: surgery (gastroenterostomy) was performed and migrated stent was removed. (B)(6) 2015: patient was back to ingestion intake. (B)(6) 2015: patient was back to chemotherapy. (B)(6) 2015: discharged from the hospital. (Recovered).